Event description:
As reported from the fcs through edwards hotline, approximately 8 years and 7 months post transaortic tavr procedure with a 23mm sapien valve in the aortic position, the patient was presented with a failed valve due to stenosis and moderate aortic insufficiency. Approximately 8 years and 10 months post tavr, a valve-in-valve procedure was performed with a 20mm sapien 3 ultra valve with no complications. Per additional information, the sapien valve peak/mean gradient was 63 mmhg and the current peak/mean gradient post valve-in-valve was 10 mmhg.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported from the fcs through edwards hotline, approximately 8 years and 7 months post transaortic tavr procedure with a 23mm sapien 3 valve in the aortic position, the patient was presented with a failed valve due to stenosis. The patient is being worked up for a valve-in-valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Type of investigation and h10 has been updated. The device was not returned. A 3mensio was reviewed, revealing the following observations: calcification appeared to be present along thv perimeter. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint for "valve-degeneration, deterioration" was unable to be confirmed due to unavailability of medical record/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per event description, approximately 8 years and 7 months post-tavr, transcatheter heart valve (thv) had increased gradient increased gradient (63 mmhg), stenosis and moderate ai. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Imagery review confirmed presence of calcification along the thv profile. However, it could be elucidated whether seen calcification was tied to bioprosthetic tissue or native site. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action nor product risk assessment escalation is required.